Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that a fluid leak occurred with a liberty cycler set during pd treatment. The liberty select cycler alarmed with an air detected in cassette message. The patient reported that solution was "spilling out." Additional information was requested however a response was not received. The location as well as the source of the leak were not reported. There is no indication from the provided information that the patient experienced an adverse event or required medical intervention, as a result of the reported issue. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d4 (lot number and expiration date), d9, h3, h4 (device manufacture date) plant investigation: the manufacturer received two companion product samples with lot number 23ar08088 from the product 050-87216 on 08/10/2023 for inspection. The samples were received closed with original packaging. The companion product samples was visually inspected. No problems nor damage in the lines nor the cassette were observed. The cassette sets were in the expected condition. A functional test was performed with the companion product samples and the cycler machine. During the functional test there were no air bubbles, alarms, leaks or other issues were detected. After completing the test the cassette was removed from cycler and no moisture was found. The test was completed successfully. The reported issue could not be confirmed. Furthermore a conclusion could not be drawn.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that a fluid leak occurred with a liberty cycler set during pd treatment. The liberty select cycler alarmed with an air detected in cassette message. The patient reported that solution was "spilling out." Additional information was requested however a response was not received. The location as well as the source of the leak were not reported. There is no indication from the provided information that the patient experienced an adverse event or require medical intervention as a result of the reported issue. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that a fluid leak occurred with a liberty cycler set during pd treatment. The liberty select cycler alarmed with an air detected in cassette message. The patient reported that solution was "spilling out." Additional information was requested however a response was not received. The location as well as the source of the leak were not reported. There is no indication from the provided information that the patient experienced an adverse event or require medical intervention as a result of the reported issue. No parts were returned to the manufacturer for physical evaluation.